Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) of a patient that stated he replaced the heater bag with a new heater bag but did not switch out the other supplies. The patient was informed when changing out the supplies that all the supplies need to be changed. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated they were doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.